Event description:
Caller reported that cartridge leaked insulin from the o-ring. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.